Event description:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx, indicating that it cannot start. There was reportedly no patient involvement. The asp evaluated the device remotely and determined that it cannot work due to a broken battery. The asp advised the customer to exchange the battery. The device will remain at the customer's site, and no further evaluation is warranted at this time. After reviewing the available information and conducting tests, it was determined that the reported problem was caused by a battery malfunction. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. In an effort to resolve the issue, the asp advised the customer to exchange the battery. It has been concluded that no further action is required at this time. However, if additional information is received, the complaint file will be reopened.